Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). The customer's address is unknown. (B)(6) USA has been used as a default. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ tubing leaked. The following information was provided by the initial reporter: it is reported customer experienced leakage when in use. When needle retracted from IV, blood splattered out of hub onto pt. This never happened with the previous IV system, which was enclosed.